Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 4 for (B)(4). It was reported that during setup for an unknown surgery, the representative noticed oil leaking from the robotic-assisted solution saw handpiece device. Three trays were opened and oil leaked from each saw handpiece. The surgery was postponed. Patient involvement was reported. No injuries, medical intervention, or prolonged hospitalization were reported. All available information has been disclosed.